Event description:
It was reported that during a surgical procedure at the user facility while removing the ortholock pins from the tibia, one of them broke off and was left at the discretion of the surgeon. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that during a surgical procedure at the user facility while removing the ortholock pins from the tibia, one of them broke off and was left at the discretion of the surgeon. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.